Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. Approximately 1 month prior to contacting lfs, the patient reported obtaining high readings in the 130-140s. The patient was unable to recall the specific readings. The patient reported using self adjusting insulin to manage his diabetes (type and dose unknown). In response to the high readings, the patient reported taking an increased dose of short acting insulin. The patient reported developing symptoms of seeing stars and getting the shakes approximately 3-4 hours after the start of the alleged issue. The patient reported drinking orange juice to relieve the symptoms. At the time of troubleshooting, the cca confirmed the patient was using the same approved sample site to obtain the blood samples. The cca documented that the patient's testing steps were correct, and the patient's test strips were in good condition. However a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported obtaining an inaccurately high reading, administering an increased dose of insulin and developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.